Manufacturer narrative:
Manufacturer investigation conclusion: the report of a low speed and pump stop events can be confirmed based on the submitted log file. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2019 on wo (B)(4). Approximately 20.5¿ of the external portion/distal end of the driveline was returned. The silastic sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, another log file was submitted which contained data from before, during, and after the distal end repair. No further low speed or pump stop events were captured after the repair. The device appeared to be operating as expected. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline.

Manufacturer narrative:
Estimated age. Approximate age of device: 4 years and 2 months. The device was returned for investigation. The evaluation is not yet complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had a couple of pump stops on (B)(6) 2019. The log file review revealed that this type of issue had been related to potential issues with the percutaneous lead. X-rays were performed on (B)(6) 2019 and were found to be unremarkable. Per the account, the patient was asymptomatic and had no history of trauma to the percutaneous lead. A driveline repair was performed on (B)(6) 2019. The entire portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. No further unusual events were noted after the repair.